Event description:
It was reported that the c-arm over rotates. No injury reported. A field engineer was dispatched to the site and determined that the side rotation switches needed to be replaced and the rear rotation switch needed to be tightened. Once this was completed, the system was working as intended.